Event description:
It was reported that the caller needed assistance with updating their pump's time and personal settings. There was no reported adverse impact to the customer's blood glucose level. Technical support helped the caller update the time on the pump and advised monitoring the time discrepancy, recommending follow-up if the issue recurs. The caller understood and acknowledged the guidance provided.